Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received five easypump ii lt 270-54-s-EU/sa in original packaging. In addition, we received a customer picture. Three of the received samples were taken to a visual inspection. In addition, the received picture was taken to a visual inspection. Damages or other deviations were not immediately detected at the three tested samples. The picture was considered but is not meaningful. These three samples were taken to a functional test respectively a leak test was carried out. Therefore, the samples were filled up to the nominal volume of 270 ml with nacl 0.9 %. After starting the three pumps, the pumps are working immediately (solution is running). Then the patient connectors of the three samples were blocked with the original wing caps and the white clamps remain still open. During the leak test (60 minutes) a leakage was detected at one sample around the junction of tube and big bottom cap. Relating to the leakage at one sample in original packaging we consider the complaint as confirmed. Root-cause analysis and corrective actions are addressed under a CAPA: the following root causes have been identified: 1. Operational error during triangle tube- step down tube assembly - insufficient dipping length 2. Wide distribution of inner diameter (ID) of step-down tube from the extrusion process 3. Partial blockage of cyclohexanone path in the gluing core of single wetting device (swd) 4. Disturbed glued connection during lean line process due to improper staging time 5. In-ergonomic of the workstation of assembly triangle tube 90cm to pump process 6. Insufficient cyclohexanone inside solvent bottle. A CAPA is in place addressing the above defined root causes. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in switzerland: "chemo leakage" according to the cusomer: "in the central cytostatics manufacturing (zzh) fluorouracil pump manufactured. On final release after manufacture everything is in order. Product, like all cytostatics that we manufacture, is sealed in a dust bag. Shortly before shipment (estimated a few hours after manufacture) it was noticed that liquid had leaked from the pump into the dust bag. It cannot be determined exactly where the defect in the pump is. As an immediate measure, the pump was manufactured again with a new easypump of a new batch. Same problem earlier with same batch. However, leakage was already detected during manufacture. Mep is not available. Note on photo: photo of the affected easypump. Note the numerous liquid splashes on the wall of the bag and the accumulation of liquid in the lower right corner of the bag (liquid appears slightly reddish because some of the color has probably been released from the cyto-warning adhesive). Possible serious consequences: if the error had not been noticed, the patient might have received a defective pump (possibly wrong dosage/tempo and contamination of objects and fellow patients...) And the nursing staff might have come into contact with a cytostatic drug (cmr!). It would probably also have been noticed by the nursing staff before opening the bag. Unfortunately, the product is not available for analysis because the patient label cannot be removed from the pump, which is soaked with fluorouracil. We cannot send in the product with patient data. However, the hospital pharmacy of the insel group has another 5 pieces of the same batch (22k20ged91) in stock, which they would like to return."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.